Event description:
The surgeon reported they implanted a band seven months ago and decided not to do a plication (thought will be a difficult one with high risk of "tension"). The pt lost 70 lbs (25% ewl) now with a bmi 54. An x-rays/fluro three months post-op was taken. Monthly fluoro examination showed the band to be in perfect position. In 2009, the pt presented with severe vomiting that worsen to the point that she was completely obstructed. All the fluid was removed from the band and fluoro revealed a big anterior prolapse with persistent obstruction. The pt was taken to surgery, and the band was repositioned. It was the easiest slippage case I ever had, but it was pretty big and tense. Liver was smaller. No adhesions at all. Able to unlock the band, reduce the prolapsed stomach, closed again. Plicated like usual. Pt did very well post-op.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.